Event description:
Pt on ventilator alarm beeped times 2 w/error "do not use - run est" written on screen. Pt removed from ventilator and bagged until new ventilator set up. No injury to pt. Prior to the alarm, pt communicated to family that he was having a hard time breathing.